Event description:
It was reported that a (B)(6) male was undergoing a revascularization procedure of a focal lesion in the posterior tibial artery. The physician using the dabra catheter encountered resistance at the lesion, and perforated at the pt branch. Physician used a balloon to close the perforation. Lesion was opened and blood flow was restored. Final result reported as adequate and patient was discharged without further issue.